Event description:
It was reported the cdh29 was used during a low anterior resection. It was reported by the affiliate that the device would not fire. There was no consequence to the pt.

Manufacturer narrative:
Based on the info received and the visual inspection, it appears that the instrument had been fired as all the staples were missing. However, it appears as if the instrument was not fired through a complete firing stroke. This is evidenced by the breakaway washer being returned uncut. It should be noted that to ensure the instrument has been fired through the complete firing sroke, the trigger must be fully actuated. A tactile feedback will be felt when the breakaway washer has been fully cut. This will ensure proper formation of the staples and a complete cut of the donuts. The instrument was reloaded and fired. It fired and formed the staples as designed around the entire staple ring with an acceptable cut on the test media and the breakaway washer.